Event description:
It was reported that the patient can no longer hear with his device. He fell onto an edge of a table, which resulted in a cut directly above the implant. Testing carried out on (B)(6), 2012 shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.